Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the 8mm small grasping retractor instrument is defective because the wire is broken. The procedure was completed with no reported injury. There was a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no fragment fall into the patient and no patient harm. The site did not have any further information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
Refer to h11 for follow-up information.